Manufacturer narrative:
2017865-2021-33952 reports right ventricular lead dislodgement.

Event description:
New information received notes the inappropriate shock was caused by right ventricular lead dislodgement.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with inappropriate shock. No changes were reported. The patient status was unknown.